Event description:
Had sensor on for 7 days and it stopped working, had chat when tech support and had to change sensor on (B)(6) same problem with a new sensor now I have to change it again. Pt code: 4582. Device code: 1559. Ref report: mw5178773.